Event description:
Per the clinic, the device was explanted on (B)(6) 2024 in order to perform MRI procedure. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on april 22, 2024.